Event description:
It was reported that the patient experienced a return in baseline spasticity and an increase in pain. A successful dye study was done and during the study, the health care provider (hcp) increased his dose to 537.1mcg daily. They were planning to do a second roller study because the initial one was done with .001ml, (too small of a bolus), instead of .01ml. Therefore, there was only slight movement of the roller but that was expected as the bolus was not enough. It was later reported that the studies took place on (B)(6)-2012 and showed "nothing", but afterwards, the patient began feeling "too loose in the legs". It was stated that the hcp only uses compounded baclofen. It was indicated that there possibly may have been a small granuloma in the catheter and during the rotor study, it may have been dislodged. It was indicated that this may have caused the patient to receive too much drug. The following day, (B)(6)-2012, the dose was lowered by 20% as this was the previous dose for over a year that was effective for the patient before he was treated more aggressively due to his return of symptoms. The patient's current dose after reduction was 428.0mcg per day. The drug delivered via pump was compounded baclofen.

Manufacturer narrative:
Product ID 8731, lot# b005593n24, implanted: 2003-(B)(6), product type catheter, product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), product type catheter, (B)(4).

Manufacturer narrative:
(B)(4).